Event description:
The surgeon attempted to implant lens but it tore while being inserted. The lens touched the patient's eye but was not implanted. There was no patient injury. The nurse stated the lens teat was due to overuse of the injector. An msi-tm injector and an aq pp cartridge were used but the nurse was unable to recall the lot numbers.